Event description:
On 03/08/2007, the company received a report where it was claimed that the outer portion of a satin stylet "skimmed off" and migrated down the pt's lung. The caller reported that an infant with respiratory insufficiency was intubated with a 3.0 ett guided by a 6 french satin stylet. The infant was then attached to an unspecified model ventilator. The caller reported, later that day, the pt developed a pneumothorax. As a result, the end clinician elected to perform x-rays. The caller reported that examination of the x-rays revealed a shadow which was suspected to be a foreign object in the lung. The caller reported that the end clinician attempted a bronchoscopy procedure to remove the foreign object, but the procedure was unsuccessful, therefore, an unspecified surgical procedure was required to remove the object. Visual inspection of the removed object revealed a 7cm piece of plastic which was identified as the plastic sheath from the satin stylet. The customer stated that the pt is experiencing "bleeding problems." No other info has been provided about the pt's condition. Follow up to obtain further info regarding this report and pt condition is currently in progress.

Manufacturer narrative:
The caller stated that the sample is not being returned for investigation. The caller also stated that the exact lot number of the device associated to this report is unk.